Event description:
A patient reported experiencing inaccurate high results with an otu meter. The patient's blood glucose results were 108 mg/dl vs. 63 lab. Tests were done within 10 minutes with a difference of 45 mg/dl. Patient did not experience any adverse events. No further information has been reported.